Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on approximately (B)(6) 2014 patient experienced a rash under the adhesive for over 5 days. Patient visited dermatologist and was prescribed steriod ointment. No medical intervention was required.